Manufacturer narrative:
Complaint allegation is confirmed per photos provided by the customer that showed the broken drill. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 09/27/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1204d bio-tenodesis¿ screw drill broke. This occurred during a case there was no damage to the patient and no residue was left on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Correction: b3. Additional information: b5, g3, h6.

Event description:
Additional information was provided on 10/10/2024 where it was stated that this event occurred during a latarget procedure on (B)(6) 2024. The device broke when drilling into the bone the tip broke. The patient had good quality bone according to the surgeon. All fragments were retrieved. The other drill in the box was used to proceed with the case.